Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 01/15/2018 and 01/18/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer reported symptoms due to flu of fever, shaking and sweaty. No medical intervention since the last call was reported. Additional blood tests were performed using truemetrix air meter as customer had declined replacement. Customer satisfied.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 69 and 64 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. Customer stated that when her sugar is low she does have symptoms of feeling weak; customer would then eat and recheck her blood glucose. At the time of the call, the customer reported having blurry vision. Customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 100 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).